Event description:
It was reported that the gastrointestinal videoscope had scope communication error e238. The issue was found during an installation. There were no reports of patient involvement.

Manufacturer narrative:
E1- (B)(6) the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: nozzle has foreign objects, image noise occurs and the image cannot be seen. Based on the results of the investigation, it is likely the image noise occurs and the image cannot be seen, due to corrosion on the scope connector. A definitive root cause for the foreign object in nozzle could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.